Manufacturer narrative:
Device eval summary: device eval of monitor electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon receipt corrosion was found in the trunk cable and distribution node on the trunk cable hex crimp ferrul connector, j702 connector, tactile motor, l701, l703, r776, r779, and on the dn pca. The cause for the service code 204 and the inability to detect was the corroded components in the distribution node and trunk cable. The root cause for the corroded components cannot be positively determined but is likely ingress of an unk liquid. No adverse event resulted from the contaminated components. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report a code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.